Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a driveline infection with symptoms of redness and brown drainage was noted during a follow up visit at the clinic. The site was cultured and came back staphylococcus aureus positive. On (B)(6) 2025, the patient was started on oral antibiotics. Positron emission tomography (pet) scan was done in (B)(6) 2026 for follow up. Results were positive for localized infection at the driveline. Blood culture was negative for septicemia. The patient was at home in stable condition; the driveline site was stable with no drainage. The patient was to stay on oral antibiotic until (B)(6) 2026. The patient was followed by microbiologist to monitor.